Event description:
It was reported that during an unk procedure, the handpiece works intermittently with steady tone. After a few minutes the instrument stopped to work. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn accoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.